Event description:
It was reported, we were removing the 2 lag screws from a t2 recon nail and after the case, these two items would not come apart.

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.